Event description:
During a case, the pt was rolled over into the prone position for back surgery and the user suddenly was unable to ventilate the pt automatically or manually. The user used an alternate ventilation device until another machine was bought in to complete the case. No pt injury.